Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient's right atrial (ra) lead was explanted and replaced due to loss of capture and dislodgment. Upon connecting the new ra lead to this implantable pulse generator (pacemaker) it was noticed that there was no capture. Thus, this pacemaker was replaced as well, and adequate capture was then noticed. It was concluded that this pacemaker ra header was malfunctioning. This pacemaker was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The returned pacemaker was thoroughly inspected and analyzed. Visual inspection identified no anomalies, and no holes were noticed in the seal plugs. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the pacemaker commensurate with battery voltage. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient's right atrial (ra) lead was explanted and replaced due to loss of capture and dislodgment. Upon connecting the new ra lead to this implantable pulse generator (pacemaker) it was noticed that there was no capture. Thus, this pacemaker was replaced as well, and adequate capture was then noticed. It was concluded that this pacemaker ra header was malfunctioning. This pacemaker was returned for analysis and no additional adverse patient effects were reported.